Manufacturer narrative:
Additional information was requested but was not available.

Event description:
It was reported that increased pacing impedance was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and there were no adverse consequences.